Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On 18-may-2024, it was reported that patient faced infusion set fell off during sleep event. The infusion set hadbeen used for 2 days. The insertion site was at site lower back. No further information was available.